Event description:
It was reported the pt has been experiencing pain at the ipg site. Follow-up revealed the pt underwent steroid treatment to no avail. Surgical intervention will be undertaken on a later date to further address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.